Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4).

Event description:
Literature article received entitled, "sex-related outcome differences after implantation of low-contact-stress mobile-bearing total knee arthroplasty". Literature article "sex-related outcome differences after implantation of low-contact-stress mobile-bearing total knee arthroplasty" (2012) by norbert kastner & gerald gruber & birgit a. Aigner & jörg friesenbichler & michael pechmann & florentine fürst & patrick vavken & andreas leithner & patrick sadoghi published by international orthopaedics doi 10.1007/s00264-012-1486-9 was reviewed. The article purpose: to investigate outcome differences between female and male patients after implantation of low-contact-stress (lcs) mobile-bearing total knee prostheses. The article reports: 128 prostheses in 126 patients were retroactively analyzed. All patients received the lcs knee implant. The authors do not say whether these patients received the femoral sleeve or stem so we will assume they did. The authors found that there was no difference between sexes with regards to the clinical and radiological outcomes of patients receiving the lcs knee implant. Depuy products involved: lcs complications: joint instability (2), tendon injury (1), infection (2), surgical intervention (5).